Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance in the right ventricular (rv) coil and superior vena cava (svc) coil. Fluoroscopy revealed that the setscrew on the implantable cardioverter defibrillator (ICD) header was not tightened. The device pocket was opened and the setscrew was tightened. A tug test was performed and all lead measurements where within normal limits. The device remains in use. No patient complications have been reported as a result of this event.